Manufacturer narrative:
(B)(4). Batch #t5d994. Investigation summary the analysis results showed that one ecr60b cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed as the cartridges were received fully fired. Upon visual inspection of three photos, the following was observed: the first photo shows a blue cartridge inside of an opened package with all drivers up, and some properly formed staples were stuck on the cartridge. The second photo shows tissue with a staple line; however, due to quality of picture and tissue on staples, proper/improper form of staples cannot be determined. The third photo shows a tyvek of product code ecr60b, lot # t40z0g and exp. Date: 2024-09-30. Based on the photos reviewed, the event described cannot be confirmed.

Event description:
It was reported that during the endoscopic sleeve gastrectomy surgery, on the third firing, after fired, noted some staples malformed. Then changed another one ,still has the same problem. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.